Event description:
It was reported that a spectrum infusion pump was alarming door not fully latched. It was also reported that there was no pt injury.

Manufacturer narrative:
Manufacturer ref: (B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the constant door not fully latched, eval found force required to secure door was above expected levels and if not applied would cause unit to go into door not fully latched message. The door hooks and latch hooks were replaced to correct this condition.